Event description:
It was reported that the unit was sent to them because an l3-018 error occurred during a breast biopsy. No patient consequence was reported. No further information is available.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue, the analysis site replaced the rotational cable and port shaft. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.